Manufacturer narrative:
(B)(4). Post-implantation CT images dated (B)(6) 2017 were received by gore from the facility and an imaging evaluation was performed. There appeared to be contrast in the inferior mesenteric artery communicating with a pooling of contrast in the anterior aneurysmal sac. There also appeared to be at least two sets of lumbar arteries with contrast at the level of the implanted device. There appeared to be communication between the contrast in the lumbar arteries and contrast pooling in the posterior sac. Maximum aneurysmal sac diameter appeared to be 56.0mm x 62.9mm. Aneurysmal sac growth could not be confirmed as only one time-point was available. The images appeared to confirm type ii endoleaks. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2017, computed tomography (CT) scan reportedly revealed a type ii endoleak contributing to aneurysm enlargement (amount unknown). A re-intervention procedure is planned but has not yet been scheduled.

Manufacturer narrative:
Please note: review of the file determined this event to be non-reportable due to aneurysm enlargement being caused by a type ii endoleak, which is attributable to patient physiology. This medwatch will be voided.